Event description:
During index procedure the patient had one resolute integrity drug eluting stent implanted to the lad. Approximately 6.5 months post index procedure the patient was hospitalization due to mi. It is not indicated whether the reported event was related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction). (B)(4).